Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited a non-sustained right ventricular oversensing alert due to post-paced t-wave oversensing. No intervention was performed. Programming changes were discussed. No further information was available.